Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a detached sensor wire stuck in the skin. On (B)(6) 2025, a new sensor was inserted but failed to complete the warm-up period. Upon removal of the sensor patch, it was discovered that the sensor wire was missing and embedded in the patient¿s skin. The patient experienced numbness and itching and was taken to the hospital. In the emergency room (ER), the doctor removed the wire; however, the reporter does not know the exact procedure performed, and no medication was given. The patient stayed at the ER for 2 hours. At the time of the report the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).